Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was inadvertently discarded by the user facility. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.